Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, infusion set tubing came apart at the site location while sleeping. The infusion set insertion site was at the right side of the abdomen and the pump was clipped on right side itself. Patient's felt vomiting and was not able to get up. The infusions were being used for 1 day. The patient reported there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient also had a bent cannula. The patient current blood glucose was 131 mg/dl. No further information available.